Event description:
The customer obtained reproducible, lower than expected vitros trop I es patient results for three serial samples drawn from a single patient (sample 1 = 0.020 ng/ml; sample 2 = 0.030 ng/ml; sample 3 = 0.030 ng/ml), while using multiple vitros eciq immunodiagnostic systems. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es results were reported from the laboratory, and a clinician questioned the result. It is not known whether a corrected report was issued. The customer repeated the affected serial patient samples on non-vitros instruments for troponin I (repeat sample 1 = 1.09 ng/ml; repeat sample 2 = 0.960 ng/ml; repeat sample 3 = 1.01 ng/ml), and the repeat results were considered to be correct. There were no allegations of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros trop I es patient results for three serial samples drawn from a single patient were obtained while using two different vitros eciq analyzers, when compared to multiple non-vitros troponin I methods. The investigation could not determine a definitive root cause. However, the customer believed that an unknown sample interferent was the cause of the issue, and requested no further assistance.